Event description:
It was reported that for the past week, the patient had experienced a sharp burning sensation about five inches from the base of her neck that radiated to her arm. The patient also had a metallic taste in her mouth. The patient had not experienced any falls or trauma in the past week, but had fallen five times in the past six weeks. The patient also experienced numbness, but believed that was related to an automobile accident. It was noted that the patient turned her stimulation off and the symptoms persisted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3776-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; lead: model 3776-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; extension: model 3708160, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; extension: model 3708160, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).